Event description:
The customer reported a piece of plastic was scraped near the jaws of the device. There was no pt involved at this time. A bare wire was found on the device upon initial inspection.

Manufacturer narrative:
(B)(4). A visual inspection of the incident device revealed that the gray insulation has been scraped off of the wire. The wire may have contacted a sharp edge of a trocar/cannula during insertion or removal of the device. The IFU for this device states: carefully insert and withdraw instruments from cannulas to avoid possible damage to devices and/or injury to the pt.